Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device and updated event information. A titan pump was received for evaluation. Examination and testing of the returned component revealed a separation in the posterior side of the pump body near the spring area of the exhaust strain relief base. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Abrasion was noted on the longer exhaust and inlet tube of the pump. A separation was noted in the longer exhaust tube of the pump. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to have uniform striation, indicating contact with sharp instrumentation. Based on examination of the returned product, it was concluded that while in-vivo the longer exhaust tube and inlet tube of the pump had overlapped and abraded against one another. It was further concluded that the rough and irregular surfaces associated with the pump body separation on the posterior side near the spring area indicated that sufficient stress(s) may have been exerted on the on this site to separate it while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the longer exhaust tube of the pump occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release and no anomalies were noted during production. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Event description:
Information stated the implant does not inflate and was observed in (B)(6) of 2019.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a break at the weld near the pump tubing was reported. The pump only was replaced.